Event description:
In 2007, a female presented for a routine 4 month extended wear study visit sleeping in lotrafilcon a contact lenses for 30 days continuous wear with no complaints. Upon examination, the pt had a prominent corneal infiltrate about 0.5mm in size in the far periphery of her left cornea with an overlying epithelial defect of about 0.3 mm in size. In addition, the pt had faint scattered infiltrates in both eyes. Upon further questioning, the pt admitted to having an irritated left eye about 3 weeks prior, which resolved. Cultures of the corneal infiltrate for bacteria and fungi were performed, as well as routine cultures of lenses, lids and ocular surfaces of both eyes. Vigamox drops were prescribed tid in the right eye and every 1-2 hours in the left. The pt was seen for multiple follow-up visits over the next week. The infiltrates resolved in the right eye after one day three infiltrates remained in the left. The ulcer in the left was initially presumed and treated as to microbial. The epithelial defect was not resolved after 4 days of antibiotic treatment alone, but resolved after two drops of steroid were given over two days. After monitoring the pt through treatment, analyzing the culture results, and in consultation with 3 cornea experts, the lesion is considered a milder inflammatory response to bacterial contamination of study contact lenses. This conclusion was drawn from the culture results which revealed confluent growth of corynebacterium on the study lenses, but only 10 colony forming units of the same bacterial on one -of three- agar plates as well as other mixed flora in small numbers -these were all thought to be contaminants-. In addition, the lesion was very small, in the far periphery of the cornea, asymptomatic, and was treated easily with steroids which are all typical of "sterile" marginal inflammatory ulcers. The adverse event was considered serious because medical intervention required to heal the event. It was reported to the irb and the FDA. Once resolved on the following month, the pt was discontinued from the study. Dose or amount: one contact lens. Frequency: worn daily. Dates of use: approx four months in 2007. Diagnosis or reason for use: vision. Event abated after use stopped: yes.